Manufacturer narrative:
(B)(4).

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00130. It was reported the patient (B)(6) visited the emergency unit as she was not feeling well two days after implant of the drg system. Lab results showed there was an infection and patient stayed in the hospital for two days. In addition, the patient received treatment with IV antibiotics and was discharged with oral antibiotics. Follow up identified the patient reported she started to feel better. The location and type of infection was not determined at this time.

Event description:
Device 2 of 2. Reference MFR report: 3008829311-2016-00130 . Follow up identified the patient was feeling well and her blood results were fine after her last check up. In addition, the patient did not report any more fever after she stopped the last antibiotic treatment.